Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hwbbt error icon was displayed on the receiver. No additional event or patient information is available. No product or data was provided for evaluation, the complaint confirmation of the reported error icon on the receiver could not be determined. A root cause could not be determined.